Manufacturer narrative:
Extension model # 748251 lot # nhu112010v implanted 2006-(B)(6) explanted unknown; extension model # 748251 lot # nhu112009v implanted 2006-(B)(6) explanted unknown; lead model # 3389-40 lot # v003007 implanted 2006-(B)(6) explanted unknown; lead model # 3389-40 lot # v002947 implanted 2006-(B)(6) explanted unknown; programmer model # 7436 lot # nfu025918p.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following an unrelated medical procedure. The patient was in the hospital for an extended period of time. The patient had not felt good for awhile. The device was last checked in (B)(6) 2011. The patient felt a surge and pulling of the mouth when she used the therapy controller on button. It was reviewed that the therapy may have been off. If additional information is received, a follow up report will be sent.